Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level due to the malfunction. In addition, customer also stated the battery gauge was lower than expected. Reportedly the customer has manual injections and a backup pump as alternate insulin therapy until the replacement pump is received. In addition, the customer reported experiencing an elevated blood glucose (bg) level that day 245 (mg/dl). Customer stated the suspected cause was due to just eating. An injection was delivered to address. Troubleshooting could not be performed at the time of the call due to the malfunction alarm.